Event description:
During a percutaneous transvenous mitral commissurotomy procedure for severe mitral stenosis, an air embolism occurred. The air was successfully aspirated with the sheath using real-time three-dimensional transesophageal echocardiography with no adverse consequences to the patient. The atrial septum was penetrated to the left atrium with an sl-0 sheath and a non-abbott rf needle (japan lifeline). The enlarged left atrium made the insertion of a non-abbott inoue balloon catheter (toray industries) into the mitral valve difficult, however, the valve was dilated with the balloon. Air bubbles were detected using transesophageal echocardiography. To avoid air embolism, their spatial distribution was assessed using real-time three-dimensional transesophageal echocardiography before aspiration. Complete aspiration of all bubbles was achieved with an sl-0 sheath. The procedure was terminated without complications. No embolism developed postoperatively, and the patient was discharged 4 days later.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.